Manufacturer narrative:
The device has not been returned to the manufacturer, at this time, for eval. A lot history review (lhr) of rexg1000 showed no other similar product complaint(s) from these lot numbers.

Event description:
It was reported that the central catheter of peripheral insertion was installed on (B)(6) 2014 at the lower right member in the newborn neonatal at the ICU, and on (B)(6) 2014 the pt was with the region of the punction and member swollen.